Event description:
It was reported that this device began leaking oil midway through a maxillofacial case / tooth extraction. After the event occurred, the substance was extracted and the area was irrigated. No additional treatment was required due to the leaking. The doctor then switched devices and completed the procedure successfully without any adverse effect on the pt.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An evaluation will be conducted once received, and a follow-up report will be submitted.